Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According tot he reporter, during second firing in a laparoscopic lung biopsy procedure, device entered firing mode but was not able to fire and a breaking sound was heard. When surgeon tried to remove the adapter from the handle, it was stuck.